Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to have received the elective replacement indicator (eri) due to premature battery depletion. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event premature depletion and eri (elective replacement indicator) was not confirmed. Final analysis found the device was above elective replacement indicator (eri) when received and longevity calculation was performed and found the battery depletion was normal based on the device usage. No issues were detected.